Event description:
An unspecified malfunction alarm occurred. The customer's blood glucose level at the time of the incident was 142.2 mg/dl, indicating no adverse impact. Corrective actions included instructions from technical support to confirm the pump was not plugged into a power source, attempts to charge and restart the pump, and ultimately the decision to replace the pump. The customer was informed about the need for replacement, and arrangements were made for a replacement pump to be sent. The customer was also instructed on how to return the faulty pump.